Manufacturer narrative:
(B)(4) tip detached. The device was disposed; therefore, a technical analysis could not be performed. . Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was attempted to be implanted in the esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, it was noted that the tip of the delivery system detached and was left in the patient¿s esophagus. The stent was removed and a second stent was placed. The physician used the delivery system of the second stent to retrieve the tip out into the patient¿s mouth and the patient then coughed up the tip. The patient's condition at the conclusion of the procedure was reported to be stable.